Manufacturer narrative:
As the lot number of the subject device has not been provided, a device history record review could not be performed to date. The investigation is currently ongoing. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any further patient, product, or procedural details.

Event description:
It was reported that during removal of the delivery system after successful stent deployment the inner catheter broke off. Reportedly, the catheter needed to be cut to remove it from the wire. There was no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. On the basis of the evaluation of the returned device, the reported breakage of the inner catheter could be confirmed. The stent was found to be fully deployed upon sample receipt, as reported. The inner catheter was found to be separated from the delivery system. As the inner catheter was not returned, the reported tracking difficulties could not be reproduced. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. This type of event may be associated with improper flushing of the delivery system or the use of incompatible accessories. A hydrophilic-coated guide wire can become stuck in the system if not kept wet throughout use. A difficult vessel anatomy or challenging placement site may be another contributing factor to the reported event. No information regarding the preparation of the device, the accessories used or the vessel anatomy was provided in this case. On the basis of the information available, a definite root cause for the reported event could not be determined. The IFU states: "should unusual resistance be felt at any time during the procedure, the entire system (introducer sheath or guiding catheter and stent delivery system) should be removed as a single unit." And "after stent deployment, carefully withdraw the delivery system from the patient over the guide wire. After removing the delivery system, visually confirm that the entire stent delivery system has been removed. Also the IFU states: "the catheter tip is tapered to accommodate a 0.035" (0.89 mm) guide wire. The guide wire exit port is located at the proximal end of the delivery system. Prior to inserting the delivery catheter over the guide wire, the system must be flushed with sterile saline at the two female luer ports until saline drips from the distal tip of the catheter." Updated 'eval code & desc - conclusion 1' as evaluation was completed.

Event description:
It was reported that during removal of the delivery system after successful stent deployment the inner catheter broke off. Reportedly, the catheter needed to be cut to remove it from the wire. There was no reported patient injury.